Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported occlusion alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy, and has manual insulin injections if needed.